Event description:
New information notes that the device was explanted due to being in back up mode and reaching eri due to high low voltage output.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset (por) caused by low battery voltage. Review of the device image indicated the low battery voltage was normal due to device usage.

Event description:
It was reported that when an asymptomatic patient presented in the hospital for unknown reasons the device was found to be in back up vvi mode. Further investigation was recommended. No further information is available.